Manufacturer narrative:
10/13/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. During co's evaluation, it was revealed that the retaining numbs were not depressed in the instrument jaws, and damage to the frame assembly. Based on these observations, co attributes this damage to high clamping forces generated by closing the instrument jaws on an excessive amount of tissue creating a jammed situation.

Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.